Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
(B)(6)2024: information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostim ulator (ins). Information was received from a healthcare provider (hcp) via a patient regarding an external device. The reason for call was caller stated that ins has been dead for 2 years and patient stated they are unable to charge their controller "because stim is off". Tss attempted to clarify what this meant but caller had no further information and again indicated that patient reported they cannot charge controller due to stim being off. The caller was not with the patient. Tss reviewed that controller being charged is not related to the ins and that patient should be able to charge external equipment and then charge ins. Tss did not collect controller sn as caller wasn't with the patient. (B)(6)2025: additional information was received from the patient (pt). Pt clarifies they turned the stimulator off because it wasn't helping anymore. Pt reports needing an MRI and that they could not charge the ins so they had to cancel the MRI. Pt reports the cause of this issue was that both batteries (controller and implant) were dead. Pt reports they will ask their doctor to remove the stimulator from their body at their upcoming doctor's appointment. 2025-mar-12: additional information was received from patient who reported the ins has been removed on (B)(6)2025.